Event description:
It was reported that stent damage occurred. A 4.00x38mm ion stent delivery system (sds) was damaged during either preparation for use in a procedure or subsequent to the procedure when it was found entwined with a non-bsc guide wire. The damage noted was a flared stent strut. The 4.00x38mm ion was not used and the procedure was completed with another of the same device. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x38mm ion stent delivery system (sds) was damaged during either preparation for use in a procedure or subsequent to the procedure when it was found entwined with a non-bsc guide wire. The damage noted was a flared stent strut. The 4.00x38mm ion was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus element/ion monorail stent delivery system (sds), stent and clip-it. The sds was coiled up and held together with the clip-it. The shaft of the device presented kinks throughout the entire length at the location of the clip-it. The balloon was tightly folded with the stent positioned between the markerbands. Multiple stent struts starting in the middle and on the distal end were bunched. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).